Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing electro-physiology (cardiac arrhythmia, lead management), which was completed by using the wired foot-switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot-switch was unable to connect with the base station. Upon troubleshooting, fse identified that the wireless foot-switch battery indicator was in red-green and steady and would not turn off or change with the power switch / charging cable, the wi-fi indicator was off. To resolve the issue, fse removed and then re-installed the battery. After 5 minutes, the system was restarted. After that, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has confirmed that the reported failure was related to a battery issue in the wireless foot-switch and that this event was not associated with any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the battery for the wireless foot switch is working properly prior to using it, and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the battery issue would be noticed prior to procedure commencement and alternative measures (such as using the wired foot-switch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that there was a connection issue with the wireless footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.